Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The customer returned a sample for investigation. The customer's tpsa results were confirmed. There is no indication of an interference in the patient sample. It was concluded that the elecsys tpsa result was correct.

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results for one patient on their e170 analyzer. The patient's initial tpsa result was 6.51 ng/ml. The sample was repeated on an architect analyzer and the result was 0.90 ng/ml. On (B)(6) 2013, the sample was repeated on the e170 analyzer and the result was 6.56 ng/ml. The sample was then repeated on the architect analyzer and the result was 1.40 ng/ml. It was unclear which results were reported outside the laboratory. The physician thought the roche result was correct, but abbott said their results were correct. The physician was confused as to which was correct. The patient's tpsa trend has been increasing slightly, and the physician is not sure whether to change medicines. On (B)(6) 2013, the patient had another sample drawn. The result from the e170 analyzer was 7.00 ng/ml. The sample was tested on an architect analyzer and the result was 1.2 ng/ml. The sample was tested on a centaur analyzer and the result was 1.28 ng/ml. It was unknown if the patient was adversely affected. The tpsa reagent lot number and expiration date were not provided.